Manufacturer narrative:
Model number/catalog number 720185-01 serial number null batch/lot number 1000327217 model/catalog description reservoir flat iz 100 ml.

Event description:
It was reported that patient liaison spoke with patient regarding his difficulty with his inflatable penile prosthesis (ipp). He has stated that he can not pump his device because the bulb is too hard. Patient liaison did go over trouble shooting techniques with him. He will attempt these and will contact rep if he has further questions or concerns.